Manufacturer narrative:
(B)(4). Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip procedure the metal ring did not fit the liner. No serious injury or significant delay reported. This surgery was finished with a backup product. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. A constrained liner was returned for reviewed against the complaint for failure to mate. A visual inspection showed nicks and scratches to both the poly liner and metal ring. A function test was conducted and the locking ring was able to mate with the liner as intended. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The metal ring couldn't be fixed on the liner.